Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found that the optic and haptic were torn. Claim# (B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race- unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.